Manufacturer narrative:
Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a general complaint of channel errors that required switching to a different pump channel. The clinician reported the issue was time consuming and stopped infusion or resulted in late medication administration. Although requested, no specific details were provided. There was patient involvement, but no harm.